Event description:
International affiliate reports that cement extravasation in paravertebral veins was noted in patients (unable to obtain the number of patients at this time).

Manufacturer narrative:
Device implanted in the patient and not returned for evaluation. A review of the device history did not reveal any discrepancies related to the complaint. The lot met all specifications prior to release.